Event description:
Healthcare professional reported that patient wad injected in the nose with juvéderm® volux¿. The following day, patient reported experiencing pain when they moved their face, headache and pus began to come out. Patient went to the hospital and was treated with saline wash, hyaluronidase, cephalexin and loxonin. Symptoms ongoing.

Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe has been returned. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Device analysis: 1 syringe received without defect in the device analysis lab. Lab analysis not performed for medical events. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.